Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noticed. The physician reported that the stent is partially damaged. No pt complications were reported. The patients condition is reported as "ok". This product is only ous approved but it is similar to a marketed us device.